Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Tthe patient has had high blood glucose levels (hyperclycemia) to 20-30 mmol/l. Infusion set has been changed on a timely basis. There were no occlusions . On (B)(6), patient was taken to a hospital. At the hospital another pump was installed and blood glucose level became normal. When there was an attempt to install patient's pump, blood glucose level was high again. No adverse event alleged.product cannot be returned due to custom and legal issues in russia